Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision a leak in tubing near the reservoir was found, use over the time was the suspected failure; therefore, the existing ipp was removed and replaced with a new one. No patient complications were reported.